Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the left hepatic bile duct to treat a biliary stricture due to cholangiocarcinoma during a endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the yellow luer lock flushing attachment was not removed from the back of the epic device, and the guidewire did not come out of the epic stent. The stent was able to be fully deployed; however, the stent was deployed more distal to the right hepatic duct. The physician used an argon plasma coagulation apc to cut a portion of the stent that was placed in the duodenum, and a different stent was placed stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the customer did not remove the yellow luer lock flushing attachment from the back of the epic biliary stent. However, the epic biliary endoscopic instructions for use state, "remove the flushing luer" the physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.